Event description:
"During dialysis they noticed air in the venous chamber which later could be traced back to a leakage in the catheter, there where the catheter splits at the side of the extensions." The catheter was removed with no ill effects suffered by the pt.